Event description:
It was reported that during procedure, after 30 minutes the fibers presented a sound and the equipment in its proximal part reflects a short. The procedure was completed using another fiber. There were no patient complications reported. Laboratory analysis of the returned fiber identified that there was no light exiting the connector indicative of an internal connector fracture.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. Microscope inspection identified that the fiber tip was degraded. Please note that fibers are consumable devices and degradation of the fiber is expected to occur through use of the fiber. However, microscope inspection identified that there was no light exiting the connector face and no aim beam exiting the fiber tip. The observed condition of no light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. Therefore, the reported event was confirmed.